Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a distal femur fx-rle procedure, upon meeting resistance from two 6.3 herbert screws implanted first, the 3.5 hex driver broke upon initial insertion of a 6.7 mm fully threaded cannulated screw, ar-8967-60ft. The tip broke into several fragments, which were all retrieved by extending the incision site. The 6.7 fully threaded screw was removed with backup 3.5 hex driver. Patient is a male, (B)(6).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. Material analysis confirmed correct material type. The evaluation confirmed a jagged break to the tip of the driver, which had broken into three pieces. Complainant's event typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a distal femur fx-rle procedure, upon meeting resistance from two 6.3 herbert screws implanted first, the 3.5 hex driver broke upon initial insertion of a 6.7mm fully threaded cannulated screw, ar-8967-60ft. The tip broke into several fragments, which were all retrieved by extending the incision site. The 6.7 fully threaded screw was removed with backup 3.5 hex driver. Patient is a male, (B)(6).